Manufacturer narrative:
Insulin pump received with reservoir tube lip completely broken off noted. Unable to perform displacement test due to reservoir lip broken off. The test reservoir does not stay locked in place due to reservoir tube lip broken off.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that reservoir compartment outside rim was broken and it did not lock in place. Customer¿s blood glucose level was 150 mg/dl. The customer was also advised revert to back up plan and treat per healthcare professional¿s instructions. Insulin pump will be returned for analysis.